Event description:
It was reported that blood came out of the cannula. It looks like they lifted the cannula to clean and disinfect the surface underneath it and then it was noticed that blood came out of the cannula. The cannula was used 3 days in ECMO. When removing the ECMO, the cannula was lifted slightly in order to disinfect underneath. While doing that, suddenly blood came out of the canula. The cannula was pinched off directly next to the leakage in order to avoid further bleeding. Afterwards the canula was removed. The antiseptic used was kodan. No patient injuries reported and patient condition is reported as stable.

Manufacturer narrative:
(B)(4): it should be noted that this cannula was reportedly used for in ECMO for three days. This is much longer than the 6 hours indicated in the instructions for use and therefore considered off-label use of the device.

Manufacturer narrative:
Expiration date: 03/01/2013. Device manufacturer date: 04/07/2010. Product evaluation results: the (B)(4) device was evaluated by the product evaluation lab in (B)(4) with the following report: "received (1) (B)(4) cannula. Dry blood was visible on cannula body. Cannula body was partially torn around the junction between wire reinforced with the non-wire reinforced sections. The wire was exposed at the tear. Cannula body was also pinched just proximal from the tear. Cannula is sent to (B)(6) for further evaluation. Results of investigation "edwards (B)(4) - the (B)(6) device was evaluated by manufacturing engineering and quality engineering at edwards (B)(4). Dry blood was visible on the cannula body and the wire reinforced tubing was torn near the over mold junction. Wire was exposed at the tear. The wire wound tubing was pinched at 2 locations near the tear. A device history review of lot 58842994 was conducted and no nonconformities related to the integrity of the cannula were observed during the manufacturing process. From (B)(6) 2008 to present, no additional reports of leakage have been reported with (B)(4) catheters. Routine quality data reviews of the (B)(4) device do not indicate a quality threshold has been exceeded therefore a CAPA will not be initiated. Evaluation of the (B)(4) device confirmed a tear of the wire wound tubing near the over mold junction which would have led to blood leakage. The device failure was attributable to off-indication use of the device. The source of the tear was not traced to a manufacturing error or product design. Feedback received on (B)(4) devices will continue to be monitored.